Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol came locked in blue plastic and tore when exiting. Additional information was requested and received that the iol after being implanted had the haptic stuck in the injector.

Manufacturer narrative:
Photo review: photo shows company device. The plunger has been fully advanced outside the nozzle. Nozzle tip appears to be bent/damaged. Photo of the lens is not provided. Based on our observation of the attached photo, nozzle tip shows damage. No lens photo is provided. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).